Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly and keypad anomaly. The customer also reported multiple pump error alarms. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed displacement test. No the main arm cannot communicate with the motor arm noted. Device received with the audio and vibrator alert functioning properly. No audio alert anomaly or unexpected vibrating noted. Device alarmed hardware low-level failures alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace (sda) on keypad assembly. Hal software error detected found in the device history due to software error.